Event description:
When asked "since your last refill, have you been hospitalized?" Per pt: yes; "(B)(6) - went to emergency room with weakness in my left hand. Was admitted for observation overnight. Diagnosed with possible tia or peripheral nerve damage. Put on plavix and 81 mg. Aspirin which ends "(B)(6)." Followed up with primary care dr and have a follow up with neurologist. Am not experiencing any problems at this time. " no further information able to be obtained.